Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have failure code 570 in the event history. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.